Event description:
It was reported by service report that the calf support is not working correctly. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: spring and pin in the calf support assembly.